Event description:
Pt alleges receiving breast implants on 9/28/78. Pt also alleges between 5/27/93 and 9/9/94, she experienced pain and lumps near her sternum on both sides and between 3/21/95 and 3/24/95, she developed a large lump on the left side of her left breast. Physician states the pt's "silicone breast implants were leaking producing silicone granulomas of the breast." Pt had removal and replacements on 4/6/95, with devices of another MFR.